Event description:
It was reported the patient's device had eroded at the lead location over time. It was also reported the healthcare provider wanted to cut the eroding lead at the site of erosion and remove the portion going towards the neck and leave the portion going towards the battery. Eight days later, it was reported the eroding paddle lead had been removed on (B)(6) 2013 and the peripheral leads were still in place. It was also reported "all is well now."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3986a70, lot # n286856, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3888, lot # v645666, implanted: (B)(6) 2011, product type lead; product ID 3888, lot # v705748, implanted: (B)(6) 2011, product type lead; product ID 3888, lot # v493115, implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37082, serial # (B)(4), implanted: (B)(6) 2011, product type extension.